Manufacturer narrative:
It was reported that the venous probe is damaged. Later, it was specified, that the venous probe lens has a crack. The cardiohelp was replaced during treatment. No harm to any person has been reported. As the cardiohelp device was replaced during treatment, a report is required. A getinge field service technician (fst) was sent for investigation. The fst confirmed a crack in the lens of the venous probe. Thus the venous probe was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The fst confirmed, that the lenses of the venous probe were damaged due to the staff dropping the venous probe on the floor. Moreover, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure; fail of device by mechanical force e.g.- wear / loosening of components. The venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values (hemoglobin (hb), hematocrit (hct), oxygen saturation (svo2) and venous temperature). In the instructions for use (IFU), chapter "monitoring and sensors" of the cardiohelp system it is stated that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed, a laboratory blood gas analysis must be checked. The cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. Additionally in the IFU, chapter "application overview for disposables", is stated that if the disposable was changed during operation the venous probe could be re-initialized again. The device was manufactured on 2017-05-24. The review of the non-conformities has been performed on 2025-09-10 for the period of 2017-05-24 to 2025-08-29. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "venous probe crack in lens" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the venous probe is damaged. The lenses were damaged due to staff dropping probe on the floor. The cardiohelp was exchanged during treatment. Patient date was not shared by the customer. No harm to any person has been reported. Complaint ID: (B)(4).